Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was noted, three months post-implant, to have been at middle of life 1 battery status at the time of implant. Additional information was received that this device continues to deplete faster than expected. More information was received that the patient implanted with this ICD requested to have it explanted.